Event description:
Pt was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver 90 ml/hr. 400 - 500 ml were deliverd over an unknown time period. Following the event, the pt began to vomit. There was no illness, injury or medical intervention resulting from the event. One pt involved.